Event description:
Post treatment with the novasure endometrial ablation device a perforation of the uterus was discovered. Charring was noted across the top of the fundus of the uterus matching the shape of the device.